Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system inappropriately undersensed a p-wave which resulted a ventricular greater than atrial rate treat condition. As a result, inappropriate anti-tachycardia pacing and five inappropriate shocks were delivered. Technical services provided reprogramming recommendations. This crt-d remains in service. No additional adverse patient effects were reported.